Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A baseline effusion was noted at the start of the procedure. The first closure device deployed did not meet criteria and was fully recaptured. A second closure device was deployed and after it was released the baseline pericardial effusion was noted to have increased. The effusion remained this size for the remainder of the procedure. Patient was monitored for 5 minutes post-procedure for no change in effusion. No interventions were performed. Device remains in service. Patient was discharged home the following day without further incident.